Manufacturer narrative:
No parts have been received by the manufacture for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement, the imaging system was moving in the opposite direction when moving to stored gantry locations. It was reported that the final 2d and end of case images were acquired with manual movement of gantry without using stored memory buttons. The procedure was completed with the use of imaging. There was no delay to case. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information/response to FDA request: attached with this submission is a copy of the response letter sent to the FDA on (B)(4) 2018 with regards to a FDA request for additional information ((B)(4)) that provides additional information and findings related to this MDR. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.